Event description:
Information received with return of the explanted device notes that the device was in vvi back-up mode. A telemetry error message was given and the sensor could not be pro- grammed on. The patient was in sinus rhythm at 67 bpm.